Manufacturer narrative:
Pump had cracked case at display window corners, broken battery tube threads, cracked reservoir tube, cracked reservoir tube window, cracked case at reservoir tube lip, broken belt clip slot, minor scratched and cracked display window, missing end cap sticker and stained address/serial number label. Pump was received with act and down arrow buttons unresponsive due to corroded keypad traces.

Event description:
It was reported that the insulin pump had damage near battery compartment. The customer¿s blood glucose level was unknown at the time of incident. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.